Event description:
It was reported that the patient was hospitalized due to having 7 generalized tonic-clonic seizures that were "different than his usual ones." The patient's parents tried swiping the magnet but did not feel it helped much. It was noted that the patient had a 101.3 degree fever, and there was reported concern for the fever/possible viral illness. The patient was referred for generator replacement. No known surgical intervention has occurred to date. No additional relevant information has been received to date.